Event description:
It was reported that the radiofrequency programmer head had difficulty with telemetry and device interrogation. The programmer head was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that there was difficulty with telemetry and interrogation, the head was intermittent during operation while the cable was manipulated. The cable was replaced with a known good cable. It was further noted that the head was contaminated internally and was to be scrapped and that the main printed circuit board, magnet and spacer were broken. (B)(4).